Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 700 mg/dl on (B)(6) 2018 at 6:00 pm. Customer did not mention any symptoms. Blood glucose value when admitted to hospital was 700 mg/dl. Customer blood glucose reading for time of the incident was 700 mg/dl. Customer current blood glucose reading was 371 mg/dl. Customer was using within 48 hours of reported high blood glucose reading event. Customer was treated with manual injection at the hospital. The name of the hospital is (B)(6). The reporter name is (B)(6), nurse. The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. There were air bubbles in the tubing. The drive support condition was normal. The tube had air bubbles. Customer stated insulin exited. Customer did not perform hp test. Products will not be returning for analysis.